Event description:
Patient contacted dexcom technical support by email on (B)(6) 2014, to report a possible broken sensor wire on (B)(6) 2014. Dexcom technical support contacted the patient multiple times to collect additional information but were unable to reach the patient. At the time of the call to dexcom technical support, no medical intervention was reported.